Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was blurry and cloudy. The issue occurred during the therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head was blurry and cloudy. The issue occurred during the therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: small cut on cable and failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to moisture inside the the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.